Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of below 15 mg/dl at the time of the incident. The customer stated the pump over delivered insulin. The customer was supposed to get 0.6 units but got 46 units. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. No unexpected bolus found in alarm history downloads. Unable to perform displacement test, occlusion test, delivery accuracy test or lock reservoir in place due to missing retainer. Device received with minor scratched lcd window, missing retainer, missing reservoir tube o-ring and scratched case.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
It was clarified that the customer's blood glucose before the incident was 125 mg/dl, they tried to give 1.6 units and the pump gave them 41 units. The customer also gets bolus blocked alerts and when they hit the load button, sometimes the pump will not stop loading.